Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 21.9 cm to 22.2 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device.

Event description:
The patients cause of death was confirmed to be hypertrophic cardiomyopathy due to a drug accident.